Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer successfully charged the pump by plugging it in to a computer usb outlet. Subsequently, the pump declared multiple temperature alarms while the pump was plugged in to the computer. There was no report of the pump being exposed to abnormal temperature conditions. Blood glucose level was 199 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.